Event description:
The customer was hospitalized for high bgs. Suggested the customer to take manual injections per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained the customer the two high bg rule.